Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no complaint received with return of device. Failure (event) observed during analysis.external insulation abrasion was noted at 8.8-9.1cm, 12.5-13.1cm, and 27.4-27.8cm from the distal tip, consistent with lead friction to the another device or feature of the heart. The etfe coating was intact at these locations. External insulation abrasion was noted at 14.3cm to 15.3cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was damaged at 14.4cm to 14.7cm from the distal tip, consistent with damage sustained during the surgical procedure.(B)(4).